Event description:
It was reported, the subject device had an image problem; there was a damage/fracture of the camera lens. The issue occurred during preparation for a therapeutic procedure. There were no patient impact or delay and no reports of patient harm associated with the event.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the subject device had an image problem; there was a damage/fracture of the camera lens. The issue occurred during preparation for a therapeutic procedure. There were no patient impact or delay and no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The user's request of damage/fracture of the camera lens could not be confirmed due to bloodstain identified on the coupler. The device was not cds, therefore the device was returned unrepaired without inspection. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no non-conformances were found. A definitive root cause cannot be identified. To mitigate risk/harm to the patient, the instructions for use provides the following: before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair". Olympus will continue to monitor field performance for this device.